Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported a non-recoverable fault. The logs confirmed errors on arm 3. A technical service engineer (tse) had the customer do hard restart, but the issue was not resolved. Therefore, the tse had the customer shut down and hold clutch button to disable the arm. The customer did that and tse had at the customer force arm 3 out of the way to complete case. Tse advised the customer not to restart. The customer restarted system and errors came back. Tse had the customer restart while holding clutch button and sited disabled arm again and was now docking with 3 arms. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced faulty universal surgeon manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm came in for error 25730 coupled with 1007. It was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the pfpt and failed friction very slow, but it's not part of the problem. Upon further investigation, there was no fluid intrusion or physical damage. The communication errors between acm and acc nodes. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.